Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Additionally, it was reported that the pump battery was depleting quickly, battery gauge was incorrectly displayed, and the pump shutdown unexpectedly. Customer's blood glucose level was "high". Reportedly, the customer had manual injections as alternate insulin therapy. Reportedly, the customer declined to provide additional information and further troubleshooting with tandem technical support.